Manufacturer narrative:
Mfg site name - (B)(4) medical. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2018 according to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was cut to enable the scope to be removed from the patient and a part of the catheter was left inside the patient. After a couple of days, the patient underwent another procedure to have the remaining sheath removed; however, it was noted that the remaining sheath was already detached from the clip. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was cut to enable the scope to be removed from the patient and a part of the catheter was left inside the patient. After a couple of days, the patient underwent another procedure to have the remaining sheath removed; however, it was noted that the remaining sheath was already detached from the clip. The procedure was completed at this time there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 31, 2018. According to the complainant, esophagogastroduodenoscopy (egd) was the second procedure performed to remove the sheath from the patient.